Event description:
The device (cev104m) was returned for repair to mxi service and repair.

Manufacturer narrative:
(B)(6). Eval of cev104m indicated that the instrument sheath was damaged and presented with signs of impact. The blades were blunt and the jaws were detached. The blades are most likely blunt as a result of use of the instrument and in need of sharpening. The instrument sheath was most likely damaged by impact or abrasion during use or reprocessing. Note: this MDR is being filed as a result of an internal review of complaint from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's ref #: na. (B)(4).